Manufacturer narrative:
(B)(4): device currently unavailable.

Event description:
Per the clinic, the patient experienced poor performance and shocks during electrical stimulation. However, the issue could not be resolved.the device was explanted on (B)(6), 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed july 11, 2014.